Event description:
It was reported that a revision exploration was performed of a l3-s1 posterior lumbar fusion done with matrix. The patient was complaining of significant leg pain, roughly seven weeks post operatively. Upon exploration the surgeon elected to remove the caps and sacral screws on the right and left as well as the left and right l3 screws. Both were upsized and replaced. The surgeon determined the s1 screws bilaterally were loose, but he was unable to determine if that was the reason for the leg pain. The surgeon decompressed the nerve completely. A total of four screws were replaced. This report is for six unknown locking caps. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
This report is for six unknown locking caps/unknown lots. It is unknown if these locking caps were explanted or remain in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The location of the six locking caps was reported to be l3, l4 and l5.